Event description:
It was reported via repair work order that the auxiliary power cord was missing the ground prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.